Event description:
Caller reported that t:slim x2 pump battery would not charge and a power source alert was recorded in the pump history. There was no adverse impact to the customer's blood glucose level. Pump began charging on its own, and no further assistance was required.